Event description:
The customer reported that when she took off a pod, there was a red dot with a pin head. After a couple of hours, the site had grown to a golf ball sized welt. She went to her doctor and was diagnosed with a staph infection. She was given 3 shots of rocephin (an antibiotic) and was put on an antibiotic called levaquin for 10 days. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.